Event description:
Programming data was received from patient's appointment on (B)(6) 2016. This suspect device is a laser routed generator. The laser-routing process created a deposition of conductive material on the edge of the pcb in some generators that resulted in alternate current pathways. In addition, these leakage paths caused increased supply current drain which leads to a decrease in battery longevity.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's device was suspected to have a premature battery depletion due to the device battery nearing 25%. A review of device history records for the generator shows that no unresolved non-conformances were found. The device is however a laser routed m 106 generator.

Event description:
Additional information was received that the patient's generator battery is dead. The battery showed 30% remaining since it was implanted. The patient has been experiencing an increase in seizures recently. The physician has referred patient for a immediate generator replacement. The patient underwent generator replacement and the explanted generator was received. Analysis is underway but has not been completed to date.

Manufacturer narrative:
(B)(4).

Event description:
Analysis of the generator shows that the allegation of premature battery depletion and device failure were duplicated in the lab. With the pulse generator case removed and the battery still attached to the printed circuit board assembly (pcba), the battery voltage measured confirmed an eos condition. The battery was removed and the pcba was subjected to a postburn electrical and results show that the pcba failed several tests. After the trimmed edge of the pcba was cleaned, the pcba was subjected to the postburn electrical test again and it passed the tests. Remaining residual material on the pcba edge after the ¿test tab¿ removal manufacturing process resulted in increased current consumption and may have been the contributing factor for the reported allegations.

Event description:
Internal investigation showed that the observed premature battery life indicators were predominately caused by conductive debris from the laser-routing process resulting in leakage paths. Based on this root cause and analysis of returned devices, the premature 25% battery life indicators are typically indicative that the generator will reach true end of service earlier than expected. A secondary cause for premature 25% battery life indicators in a small subset of associated generators may be high beginning of life (bol) battery impedance, and generators only affected by this secondary root cause would be expected to rebound back to normal battery life levels without any substantial programming changes.